Manufacturer narrative:
The simulation lead's proximal end was stretched. Additionally, the returned lead was tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a lead implant procedure, impedances were measured and resulted in impedances ranging from 3000-4800 ohms with mint being 3500 ohms and above. The impedances were measured both with the clinician programmer 8840 and external neurostimulator (ens). A new lead was opened and was noted to have normal impedances; the issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.